Event description:
It was reported that the patient needed assistance to turn stimulation off as they had an upcoming surgery for bladder prolapse. The patient¿s bladder dropped and they did not think it was related to the therapy. Prior to turning stimulation off, they were not feeling stimulation. After turning stimulation back on, they could feel stimulation. It was noted that it was difficult for the patient to determine if they had therapeutic effect with the therapy because they were getting ¿urine infections¿ almost ¿one night after another.¿ it was indicated they were being treated with antibiotics. The patient has been having these infections since having a hysterectomy in (B)(6) 2012, prior to the implant. It was stated they have had them continuously and it had been hard to tell if they have had therapeutic effect since implant. The patient still had some symptoms and had urgency. It was noted the patient was hopeful that the upcoming surgery would resolve some of these problems. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va07ddg, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # unknown, product type programmer, patient. (B)(4).